Event description:
Device analysis performed showed that the electrode have discolored and chipped out epoxy. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.